Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 748 mg/dl. It was also stated that the insulin pump alarmed motor error. It was not known whether or not the insulin pump was exposed to high magnetic fields. It was reported that the customer was being treated for his blood glucose levels at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump was received with motor error alarms stuck in the bolus delivery loop. Error alarms were confirmed in the alarm history. The insulin pump had a corroded motor home switch. No other alarms noted. Unable to complete the functional test due to the motor error alarm.